Event description:
The pump did not sound an audible alarm tone during an alarm condition. At 1500, the pump was programmed to deliver 75mg of ampicillin at a rate of 8ml/hr with a volume to be infused (vtbi) of 50ml and the delivery was started. After an unspecified length of time, the nurse noted the pump was flashing distal occlusion and that the bag of ampicillin was empty; however, there was no audible alarm tone. The pump was removed from clinical service. There were no reported adverse patient effects. No medical interventions were required.